Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia or infusion site reaction. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 450 mg/dl while wearing the pod between 1 and 4 hours on the arm. The patient also experienced pain in the pod infusion site. The patient experienced confusion and dry mouth, so the patient was brought to the emergency room ((B)(6)). The pod was removed at the hospital, and bleeding and purulent discharge was observed at the pod site. The patient was treated with intravenous insulin and the wound was cleaned. The patient was then discharged on the same day.